Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery. Reportedly, it was "hard to get a good charging connection." There was no reported adverse impact to the customer's blood glucose level. Customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.